Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart. Customer stated the battery died then it was changed that battery but after 24 hours it said that the battery needed to be replaced. The customer tried two more batteries and it kept dying then bought a brand new pack of batteries and those kept dying. The customer was able to clear the alarm but did not received request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.